Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Device was received for evaluation. The event of overheating was confirmed during testing; however the event of leaking was not confirmed. The device was found to be affected by internal corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes malfunction event in which the device leaked and overheated. There was patient involvement; no patient impact.